Event description:
It was reported that the item has a broken hinge that will not lock. Red button not functioning.

Manufacturer narrative:
It was reported that the item has a broken hinge that will not lock. Red button not functioning. No injury reported. The actual device has not been evaluated, other devices that have been evaluated the root cause of the complaint is a damaged component. The device's lock button failed during manufacturer testing. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.